Event description:
It was reported that the patient experienced significant electrical interference from electrical sources that included security screeners at shops, cell phones and computers. The patient's control magnet was turned off.